Event description:
It was reported that the patient presented to the hospital for a scheduled aicd to crt-d device upgrade procedure. During the procedure, the right ventricular lead was tested and found intermittent increase in impedance when set at high output. Programming changes were made but did not resolve the anomaly. During impedance assessment, the defibrillation threshold was out of range at greater than 200 ohms. It was determined that this was a defective lead. The lead was then capped and replaced. The patient tolerated the procedure well. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".